Manufacturer narrative:
Corrected primary unique device identifier number.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d5, e3, g6, h2, h6, h10. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 14-nov-2021 to 14-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the component manager and rss have pas devices hard coded, so auto reboot is blocked and informed customer that they must be manually reboot. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis anesthesia es system freezes and reboots during procedures. The customer stated that no procedure was affected because they were able to switch the device with a different one. The device swap caused a 20-minute delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station unexpectedly rebooted due to pending operating system updates. The customer requested for the device to be configured to automatically reboot at specific times, but the support agent explained that these devices only allow manual reboots. The customer acknowledged and granted permission to close the complaint file.

Event description:
It was reported by the customer that a pyxis anesthesia es system freezes and reboots during procedures. The customer stated that no procedure was affected because they were able to switch the device with a different one. The device swap caused a 20-minute delay. There were no adverse events or injuries reported based on this incident.